Event description:
During a lead placement procedure, the pt temporarily lost consciousness. Immediately after regaining consciousness, the pt reported pain in the right arm and shoulder area. The procedure was aborted and the pt was treated with a lidoderm patch and percocet. The surgeon believes he may have placed pressure on the spinal cord which resulted in the loss of consciousness. The pt is reportedly doing well.